Manufacturer narrative:
Occupation is lay user/patient. The test strips were requested for investigation. The reporter provided one strip for investigation where it was tested using a retention meter and retention controls. Testing results (qc range = 2.5 - 3.7 inr): qc 1: 3.1 inr. The obtained qc values were in the allowed range of the used combination strip lot - qc lot. All measurements were without error messages. There were no manufacturing abnormalities observed with the one returned strip. Relevant retention test strips (lot 409638) were tested in comparison with the master lot coaguchek xs pt. For this purpose two human blood samples from marcumar donors and two internal reference meters were used. Retention samples were acceptable. No error messages occurred. The investigation did not identify a product problem. The cause of the event could not be determined. Per product labeling, "coaguchek uses human recombinant thromboplastin. Therefore, the comparability to other human recombinant thromboplastins is best, whereas higher deviations can occur with other thromboplastins. However, those higher differences between thromboplastins of different (rabbit, bovine based) origin are not a coaguchek specific issue. Similar differences can be observed when a human recombinant thromboplastin-based laboratory method is compared against several other (rabbit, bovine-based) laboratory methods."

Event description:
The initial reporter complained of discrepant inr results with coaguchek xs meter serial number (B)(4), compared to an unknown laboratory method. The result from the meter at 8:07 a.m. Was 4.3 inr. The result from the laboratory was 3.0 inr. The laboratory test was approximately 1.5 hours after the meter test. The patient's warfarin dose had been held for one day prior to the comparison. The laboratory result was believed and the patient's warfarin dose was returned to normal. The patient's therapeutic range was 2.5 - 3.5 inr. Customer stated the strips in the vial appeared to be cut differently than normal.